Event description:
It was reported that the device will not power on regardless if ac or battery power applied. Customer reported that the green ac power led does illuminate when ac power is applied. It was reported that the patient was being monitored at the time the unit powered off. Customer is unaware whether there was an audible alarm at the time the unit first powered off. There were no consequences or impact to the patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.